Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither pt contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A damaged housing was observed. The observed damage did not allow electrical testing to be conducted, therefore this phase was skipped. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. The failure rate is within the expected occurrence, hence no further action was deemed necessary. This is a combined initial and final report.